Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having trouble with the medtronic reps over here trying to get someone to see them because the stimulation was in the wrong place. Patient said they had called 3 weeks ago and made an arrangement with someone to meet them at the hospital but the representative was 15 minutes late so they left. Pt reported the managing hcp was unwilling to help them. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had an adjustment, however that did not work. The patient was still in pain and needed further adjustment.

Event description:
Additional information was received from a patient (pt). It was reported that ever since they got implanted, they already had some issues with the implant because the stimulation was in the wrong place. Patient stated they were totally disabled, were in a lot of pain and was getting even worse now. Patient mentioned they couldn't get a hold of a manufacturer representative (rep) to adjust their settings. Patient mentioned they already tried adjusting the programs on all groups, but they still didn't get any pain relief. Patient mentioned they had some issues with their doctor and they didn't want to see them anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.